Event description:
The customer reported that a patient experienced a "mild" fibrin reaction at one day postoperative. The facility has declined to complete a questionnaire with information about the event, and does not wish further contact attempts.

Manufacturer narrative:
The user facility has previously reported multiple cases of tass. Articles related to tass and possible causes and preventions have been sent several times to the facility. Dfus containing information regarding the cleaning and sterilization of handpieces have also been sent. An alcon clinical specialist also visited the site earlier in 2008 to review their surgical preparation and cleaning processes. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force under the leadership of a dr, met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases to tass reported. The reporter did not identify tass (toxic anterior segment syndrome), but alcon has classified this type of event as potentially tass.